Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter leakages were still present. There were 5 occurrences. Per follow up information received via ibc on 02jun2025, stated that the date of event was 07may2025 and the patient has not informed us of any prejudice related to this issue.

Manufacturer narrative:
Based on the evaluation, the reported issue is unconfirmed, as the failure could not be reproduced. The product did not contribute to the reported event, and a potential root cause for this failure mode could be due to low or high build up gauge which causes the diameter of the catheter to become large or small. A returned catheter from lot myhw3516 (datecode and catalog number printed on cap was 3st045 and 226516) was evaluated, and no abnormalities were observed. The sample showed no signs of holes, rips, tears, or urine stains on the catheter valve. Functional testing was performed by introducing water into the drainage eye, and no leakage was detected from the distal end. The balloon was inflated with air while submerged in water, and no bubbles were observed, indicating no leaks. Flow rate testing was conducted with the balloon inflated using 10cc of water. The measured flow rates were 300 ml/min, 350 ml/min, and 400 ml/min, all exceeding the internal specification minimum of 100 ml/min. The balloon shape met the internal concentricity specification of 70/30. A leak test was performed on the seventh day, and the balloon remained fully inflated with no signs of leakage. A comprehensive DHR review was conducted for lot myhw3516, and no discrepancies were identified. There were no records of non-conformance, rejection, or rework associated with this lot. The instructions for use were found adequate and state the following: insert foley catheters only for appropriate indications and leave in place only as long as needed. Proper techniques for urinary catheter insertion: - perform hand hygiene immediately before and after insertion - insert urinary catheters using aseptic technique and sterile equipment - use the smallest foley catheter possible, consistent with good drainage - document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record proper techniques for urinary catheter maintenance: - secure the foley catheter. Use the statlock foley stabilization device if provided. - maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. - maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. - keep the collection bag below the level of the bladder or hips at all times - empty the collection bag regularly using a separate, clean collection container for each patient. Generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. However, drainage is sometimes accomplished by suprapubic or other placement of the catheter, such as nephrostomy tract. Correction: e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter leakages were still present. There were 5 occurrences. Per follow up information received via ibc on 02jun2025, stated that the date of event was 07may2025 and the patient has not informed us of any prejudice related to this issue.

Event description:
It was reported that the foley catheter leakages were still present. There were 5 occurrences. Per follow up information received via ibc on 02jun2025, stated that the date of event was 07may2025 and the patient has not informed us of any prejudice related to this issue.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The product had not caused the reported failure. A potential root cause for this failure mode could be due to low or high build up gauge which causes the diameter of the catheter to become large or small. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. The instructions for use were found adequate and state the following: insert foley catheters only for appropriate indications and leave in place only as long as needed. Proper techniques for urinary catheter insertion: perform hand hygiene immediately before and after insertion. Insert urinary catheters using aseptic technique and sterile equipment. Use the smallest foley catheter possible, consistent with good drainage. Document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record. Proper techniques for urinary catheter maintenance: secure the foley catheter. Use the statlock foley stabilization device if provided. Maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. Maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. Keep the collection bag below the level of the bladder or hips at all times. Empty the collection bag regularly using a separate, clean collection container for each patient. Generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. However, drainage is sometimes accomplished by suprapubic or other placement of the catheter, such as nephrostomy tract. Correction: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.